Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user had unable to access to a medication for an thiamine piggyback ordered for ICU patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user had unable to access to a medication for an thiamine piggyback ordered for ICU patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing. A technical support specialist troubleshot the device and confirmed orders had crossed successfully, identified immediate discontinuation as the likely cause, advised contacting the customer, and closed the case due to no further response. The system functioned as intended after the technical support specialist diagnosed the device.